Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the left knee. A 2.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilatation; however, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was replaced with a 2mm x 20mm x 143cm coyote es balloon catheter. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the left knee. A 2.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilatation; however, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was replaced with a 2mm x 20mm x 143cm coyote es balloon catheter. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a hole in the balloon 6mm from the tip. The balloon is loosely folded. There is no indication the device was inflated over rated burst pressure. Inspection of the remainder of the device presented no other damage or irregularities.